Event description:
I made an outbound cal to the patient to counsel her on the cadd recall. She confirmed having 2 cassettes that were effected by the recall [lot 4329619], 4 cassettes that were not effected (4342780) and 2 premixed cassettes that she did not have the packaging for anymore. She said she has been feelingfine and has not noticed any changes in her symptoms. I informed her someone from our team will be in touch with her to schedule in order to replace the effected lot numbers and not to dispose of them; we will be sending her return material to ship them back to us. She had no questions. No additional information was disclosed. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury: no; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver. Ref report: mw5119790.